Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of poor-quality image, with stains and shadows on the image was not confirmed. The was no problem identified with the device. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had poor quality image with stains and shadows on the image. The surgeon complained of dark areas at the edges of the image. There were no reports of patient harm.